Event description:
Customer alleges the manual freewheel lever went out of gear in the left motor causing this to happen. Customer allegedly sustained brush burns and tore shoulder ligaments.

Event description:
Customer alleges the manual freewheel lever went out of gear in the left motor causing this to happen. Customer allegedly sustained brush burns and tore shoulder ligaments.

Manufacturer narrative:
The provider serviced the device. The provider replaced footrests, replaced left/right arm pads, replaced all 4 caster wheels, and reattached velcro on seat back. Provider stated that this was not a product problem but rather end user misuse/abuse.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up if the device or further information becomes available.